Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in intermittent shutdowns. There was no reported impact to customer's blood glucose. Customer declined to provide further information or trouble shoot with tandem technical support.